Event description:
It was reported that during an unspecified procedure, guide wire damage occurred. The location of the lesion, percent of the stenosis, degree of calcification, and vessel tortuosity are unk. An end of the platinum plus 0.018 guide wire unraveled and the coil broke away from the main core. It is unk if the coil detachment occurred inside the pt nor what measures may have been taken to retrieve the guide wire. The procedure was completed with another of the same device. The pt's status is unk.